Manufacturer narrative:
Block b3 date of event: the exact event onset date is unknown. The provided event date of (B)(6) 2022, was chosen as a best estimate based on the date of mesh removal. Block e1: this event was reported by the patient's legal representation. The implanting physician is: dr. (B)(6). The explanting physician is: dr. (B)(6). Block h6: the following imdrf patient codes capture the reportable events of: e2006 - erosion. The following imdrf impact codes capture the reportable events of: f1905 - vaginal mesh removal.

Event description:
It was reported to boston scientific that an obtryx ii system - halo was implanted into the patient during an umbilical hernia repair with a primary closure procedure performed on (B)(6) 2017, for the treatment of umbilical hernia. On (B)(6) 2022, the patient was diagnosed with vaginal mesh erosion, was found with a one-and-a-half-centimeter area of exposed vaginal mesh from the midline of the mid-urethra extending into the left periurethral space. Cystoscopy was performed and revealed no bladder mucosal or urethral injury as well as bilateral ureteral reflux. Procedure details: the patient had knee-high intermittent pneumatic compression stockings on throughout the procedure for deep vein thrombosis (dvt) prophylaxis. Examination revealed a one-and-a-half-centimeter area of exposed vaginal mesh at the mid-urethra extending to the left periurethral area. The mid-urethral sling was loosely adhered to the endopelvic fascia, and a hemostat was passed underneath the mid-urethral sling. The sling was incised and dissected off the underlying endopelvic fascia to a level two centimeters from the area of exposure and then transected and sent for pathologic evaluation. The incision was inspected and found to be hemostatic. The patient was taken to the recovery room in a stable condition and tolerated the procedure well.

Manufacturer narrative:
Block b3 date of event: the exact event onset date is unknown. The provided event date of november 22, 2017, was chosen as a best estimate based on the date of mesh implant. Block e1: this event was reported by the patient's legal representation. The implanting physician is: dr. (B)(6). The explanting physician is: dr. (B)(6). Block h6: the following imdrf patient codes capture the reportable events of: e2006 - erosion. E1405 - dyspareunia. The following imdrf impact codes capture the reportable events of: f1905 - vaginal mesh removal.

Event description:
It was reported to boston scientific that an obtryx ii system - halo was implanted into the patient during an umbilical hernia repair with a primary closure procedure performed on (B)(6) 2017, for the treatment of umbilical hernia. On (B)(6) 2022, the patient was diagnosed with vaginal mesh erosion, was found with a one-and-a-half-centimeter area of exposed vaginal mesh from the midline of the mid-urethra extending into the left periurethral space. Cystoscopy was performed and revealed no bladder mucosal or urethral injury as well as bilateral ureteral reflux. Procedure details: the patient had knee-high intermittent pneumatic compression stockings on throughout the procedure for deep vein thrombosis (dvt) prophylaxis. Examination revealed a one-and-a-half-centimeter area of exposed vaginal mesh at the mid-urethra extending to the left periurethral area. The mid-urethral sling was loosely adhered to the endopelvic fascia, and a hemostat was passed underneath the mid-urethral sling. The sling was incised and dissected off the underlying endopelvic fascia to a level two centimeters from the area of exposure and then transected and sent for pathologic evaluation. The incision was inspected and found to be hemostatic. The patient was taken to the recovery room in a stable condition and tolerated the procedure well. ***additional information received: the patient underwent revision surgery for excision of the remaining vaginal mesh due to dyspareunia and a history of pain with coitus. Although it was unclear whether the symptoms were directly related to the residual mesh, tenderness was noted on palpation of the area. The decision was made to proceed with excising the remaining vaginal portion of the mesh. The patient was counseled on the possibility of persistent dyspareunia and recurrent stress urinary incontinence. During the procedure, attention it was noted that there was no evidence of mesh extrusion or erosion when it was palpated beneath the vaginal mucosa. An incision was made lateral to the urethra, exposing the blue mesh fibers. The vaginal mucosa was dissected off the mesh, which was then grasped with hemostats. Additional local anesthesia was injected, and sharp dissection was used to remove the mesh posteriorly, taking care to avoid injury to the urethra or bladder. Dissection continued to the left pubic ramus, where the mesh was excised completely. No residual mesh was palpable, and the area was irrigated thoroughly. Cystoscopy revealed normal bladder anatomy with healthy-appearing trigone and functional ureteral orifices. No mesh was observed. The posterior urethral wall was evaluated and found to be intact, with no evidence of mesh or injury. The bladder was completely drained. There were no further patient complications reported.